Event description:
Customer reports testing on meter with result of 624mg/dl while using the advantage system. Device reading range is 10 mg/dl to 600 mg/dl with results over 601 mg/dl to be displayed as "hi". No quality controls were run. Customer is unable to return old meter; a replacement was sent.